Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na), potassium (k), chloride (cl), and calcium (calc) results generated by unicel dxc 600 pro synchron chemistry analyzer for two patients. The results were reported out of the laboratory, and questioned by the physician. Upon repeat, the results were lower and amended reports were issued. The results are shown. The patient treatment was not impacted based upon the erroneous results.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A bci field service engineer (fse) cleaned the flow cell, chloride port and changed chloride tip. Additional service was scheduled.